Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level as well as low blood glucose level. The customer¿s blood glucose levels were 450 mg/dl and 53 mg/dl. The customer experienced difficulty in breathing and tiredness. The customer treated high blood glucose levels with manual injections and low blood glucose level with food. The customer declined troubleshooting for low as well as high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.